Manufacturer narrative:
This report is submitted on july 20, 2020.

Event description:
Per the clinic, the patient experienced a wound issue at the abutment site and was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. Subsequently, the patient was placed under general anesthesia on (B)(6) 2020, to change the abutment, and an injectable steroid was administered at the abutment site. Clinical management of the patient is ongoing. The implanted device remains.